Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was not within line of sight of the pump. Customer moved the transmitter within line of sight of the pump, and the transmitter regained connection with the pump. No additional patient information was available.